Event description:
The customer reported that during preparation for a diagnostic prostate procedure, when switching on and selecting cavity size, the subject device beeps and the front panel lights go out. The intended procedure was canceled due to the event. There was no patient or user injury reported.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported issue, and found the printed circuit board (pcb) was faulty. It was also observed that the unit could not be recalibrated, had a very low output, and not allow for any change to be made. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.